Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera head and camera control unit are unable to communicate with each other, resulting in the equipment being non-operational during an unspecified procedure involving an olympus video system center. There was no patient injury reported.